Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. Investigation summary: a mz1000 product was not available for investigation; and, the lot number of the complaint sample was reported unknown. The feedback provided by the customer indicates leakage was detected from the maxzero whilst connected to a 515543-zat bd phaseal infusion set. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that saline leaked from between the bd maxzero¿ needleless connector and IV set connection. The following information was provided by the initial reporter, translated from japanese: "the customer¿s report is that leakage from the connection of 515543-zat and mz1000 occurred (saline)."